Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). The purpose of this MDR submission is to include the additional event information received on 24-apr-2026. \[additional information]": on 24-apr-2026, additional information was received. Per the information, the thrombectomy procedure was targeting the m1 segment of the left middle cerebral artery (mca). There were no problems with the internal carotid artery (ica). The information indicated that this was not an adapt (direct aspiration first pass technique) case; the device was not snaked (advanced without wire/microcatheter). The device was not replaced; the reported issue was noticed when the catheter was removed after the procedure was completed. The cerebase did not become fractured into two pieces, there was ¿significant deformation at the hydrophilic distal end.¿ the procedure was successfully completed without any negative impact on the patient and without any delay. Updated sections: b.4, e.1, g.3, g.6, h.2, and h.11. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Manufacturer narrative:
Manufacturer¿s ref. No: (B)(4). Information regarding patient identifier, date of birth, age, sex, gender, weight, race, and ethnicity were not provided. Section e.1: the initial reporter phone: (B)(6). Section h.3: the device is available to be returned for evaluation and testing. However, it has not been received to date. If the device returns, a device investigation will be performed. A review of manufacturing documentation associated with this lot (31681999) presented no issues during the manufacturing or inspection processes related to the reported complaint. There were no internal actions related to device manufacture or inspection. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by cerenovus, or its employees that the report constitutes an admission that the product, cerenovus, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate. Missing information from this report is identified as blank; this information was not provided in the reported event or available at the time of report submission. The manufacturer will submit a supplemental report if new facts arise which materially alter information submitted in a previous MDR report. Additional information will be submitted within 30 days of receipt.

Event description:
The healthcare professional reported that on (B)(6) 2026, during a thrombectomy procedure to treat a patient with an acute stroke, the 90 cm cerebase straight distal access (da) guide sheath (gs9090sd / 31681999) was used. There was no tortuosity observed in the patient¿s vessel, the cerebase was ¿easily advanced to the subpetrosal segment of the internal carotid artery. After the procedure was completed, the distal end of the cerebase became stuck while being removed from the 9f sheath. When it could not be removed, the distal end of the catheter was removed with difficulty using a stiff wire. It was observed that the distal end of the cerebase was deformed and deflecting.¿ there was no report of any negative patient impact.